Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 50 mg/dl and glucose tablets were consumed to elevate the bg to 117 mg/dl. The customer had not consumed enough food at dinnertime and was the cause of the low bg. Tandem technical support advised the customer to discuss the low bg event with a healthcare provider.